Event description:
It was reported by the rep that the device was used during a laparoscopic bilateral oophorectomy. It was reported surgeon did not completely fire the device, so tried again and broke through safety lock. The surgeon pulled the second device and completed the case. There was no consequence to the pt.